Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the following components to resolve the issue: cc (cartridge chemistry) sample system tubing, t-valve, cc sample probe, cc sample syringe, waste valve. (B)(4).

Event description:
The customer reported multiple erroneous and suppressed results (no value generated) patient results were generated on the unicel® dxc 600 synchron system. The erroneous patient results were not released from the laboratory. There was no change in patient treatment in association with this event. Quality control were within specification prior to this event.